Manufacturer narrative:
(B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2020. The account tried cardiac resuscitation. The account sent log files for review after disconnecting from the pump. Initial analysis noted a low flow alarm on (B)(6) 2020 at 15:33 and a driveline disconnect alarm at 20:43. The hospital suspected deliberate driveline disconnected. A review of the log file noted multiple strings of low flow events on (B)(6) 2020 from 5:08:05 pm to 08:43:06 pm where the low flow estimator dropped below 2.5 liters per minute (lpm). On (B)(6) 2020 at approximately 8:43:04 pm, the controller recorded a controller internal fault alarm associated with a power b broken alarm. At 8:43:05 pm, the controller recorded comm a and comm b fault alarms followed by internal fault, low flow, and pump off alarms. On (B)(6) 2020 at 8:43:07 pm, the controller recorded driveline disconnects and pump off alarms where the driveline was disconnected from the controller as mentioned. The controller was disconnected from external power and powered off/placed in shutdown-sleep mode on (B)(6) 2020 at 9:40:19 pm. The controller was briefly powered on (B)(6) 2020 from 3:25:09 am to 3:29:27 am. Due to patient privacy, the account did not provide patient outcome. Based on a review of the available patient's records and a request for patient outcome, there were no device issues at the time the patient was lost to follow-up. The death was not considered to be device related. The device operated as expected. The device will not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not conclusively be established through this evaluation. An analysis of the log files provided by the account confirmed low flow alarms; however, a specific cause for this finding could not be conclusively determined through this evaluation. Further analysis of the log files confirmed the reported driveline disconnection; the account suspected that the driveline was deliberately disconnected by the patient. The submitted system controller event log file contained data on 19dec2020 from 17:08:05 through 21:40:19. The majority of the log file data consisted of low flow alarms. The pump appeared to function as intended until 20:43:04, when controller fault alarms were observed, which cleared immediately. One second later, controller fault, low flow and lvad off alarms were active (refer to MFR. Report # 2916596-2021-00457 for the controller investigation). Two seconds later, the driveline was disconnected causing the pump to stop. The pump remained off until the end of the file. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 07may2019. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. This document contains the following information: section 1 of this document lists the adverse events that may be associated with the use of the heartmate 3 lvas, including death. Section 2 "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation.". Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 4 explains the system monitor's pump flow display and all alarms associated with the system. This section states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 7 contains a table of alarms and the actions associated with each of them. The heartmate 3 lvas patient handbook is also available. Section 5 of this handbook describes the actions to take in the event of any system controller alarms. No further information was provided. The manufacturer is closing this event.